Event description:
It is reported that the patient underwent a manipulation to acquire full extension.

Manufacturer narrative:
The primary operative notes provided state that alignment, stability and motion were achieved with the trial components. Additionally, soft tissue release was performed for correction. Notes for the manipulation procedure provided states that full range of motion was regained. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records for the femoral, tibial, articular and patellar components were reviewed, indicating the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.